Manufacturer narrative:
Evaluation summary: based on the investigation result data, it was determined that the potential/root cause of the failure was due to a semi-break in the signal cable, resulting in a disconnected state and loss of image during certain bending operations.a device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 16-jun-2021 under normal conditions. The endoscope was reworked for "scope dismantlement for screening on pully wire condition" and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-jun-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Between examination, it happened that image freezes. And colours are changed for a while. And after few seconds image is again ok. There was no report of patient harm. This event occurred at the time of during inspection. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is not distributed in us. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.